Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection it was found that there was a clogged nozzle due to foreign material. Additional evaluation findings were as follows: the angulation wires were stretched, the control knob had minor play, the distal end plastic cover had dents/chips, the objective lens was chipped, the bending section cover was cracked, and the scope connector had minor dent on gold pin and plug unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Attempts have been made on three occasions and the customer has not responded to any communications regarding this matter at this time.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an image that was not restorable (lens not working). The device was returned for evaluation. During the evaluation the following reportable malfunction was found: a clogged nozzle due to foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. No further information could be obtained. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.